Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user smelled insulin and observed leakage around the connector shortly after a full supply change, with air bubbles noted in the cartridge and insulin present upon removal; the agent suspected an issue with either the connector or the cartridge, and the user¿s blood glucose reached 361 mg/dl for about an hour and a half. Symptoms included a slight headache. Outcomes included no medical intervention, no back-up therapy, negative ketones, and education provided to monitor glucose and call for real-time troubleshooting if leakage recurs. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed that the specific source of the leak could not be determined due to the immediate supply change. It was concluded that the event involved insulin leakage associated with the infusion supply components, and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.